Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a mc2 two stage venous cannula was found to have damaged packaging prior to use, with both the outer packaging and inner packaging damaged. The device was not used, and no other devices in the same box or shipping container were reported as damaged. The device was replaced to complete the case. There was no patient involved. Medtronic received additional information that the sterile barrier was still sealed when the issue was observed.